Event description:
It was reported that a leak occurred. A 106x40cm ekosonic endovascular device was selected for use in a leg case with an antegrade approach. While administering therapy in the intensive care unit (ICU), the nurse called the ekos helpline for information regarding transportation of the patient while on ekos to the computerized tomography (CT) scanner. The patient had become more confused over the course of the nurse's shift, and the physician ordered a CT scan to rule out potential issues in the patient's brain. Later on, the ekos helpline was called back, and it was reported that the ekos catheter was at 48 hours of usage and was now leaking at the blue piece that attaches the manifold to the catheter. The catheter was pulled per the physician's orders. The CT scan came back negative for any bleed. The patient was recovering well, and pressure was applied to the stick site post removal of the catheter.

Manufacturer narrative:
Media review: the device was not returned for analysis; however, a video was provided that shows the device leaking from the strain relief of the manifold.